Event description:
Literature was reviewed regarding a review of ten case studies concerning transcatheter aortic valve replacement (tavr) in pregnant patients. Of the ten cases included in the review, one involved a patient with a previously implanted medtronic freestyle aortic bioprosthesis who underwent valve-in-valve tavr with a medtronic corevalve. The reason for replacement was not recounted. Among the four medtronic transcatheter valve recipients (corevalve = 2, evolut r = 1, evolut fx = 1), the following post-tavr complications were noted: new left bundle branch block without the need for permanent pacing (one instance), mild paravalvular leak (one instance), high mean/peak gradients (two instances), under-expansion of the valve frame (one instance), and premature rupture of membranes at 36 weeks gestation (one instance). As written in the article, ¿in all of the cases, the delivery of the infant was healthy and uncomplicated.¿

Manufacturer narrative:
Citation: kuchibhatla a, soghrati n, saleh y, et al. Transcatheter or surgical aortic valve replacement in pregnant women? A comprehensive review of the current literature. J invasive cardiol. 2025;37(3):10.25270/jic/24.00065. Doi:10.25270/jic/24.00065 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.